Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.information added to the fields: h3, h6.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the suggested event may occur if the high energy endo therapy accessories (high frequency accessories, apc probe, laser) are used with insufficient distance from distal end.user can detect the suggested event by handling device in accordance with the following IFU.operation manual_ preparation and inspection_ inspection of the endoscopeinspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.user may prevent the suggested event by handling device in accordance with the following IFU.operation manual_ using endotherapy accessories*high-frequency cauterization treatmentoperation manual_ using endotherapy accessories_ high-frequency cauterization treatmentwarning: always confirm that the electrode section of the electrosurgical accessory is at an appropriate distance from the distal end of the endoscope. Confirm that the entire green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed on the endoscopic image. If the electrode is used when it is too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Patient injury, burns, bleeding, perforation, and/or equipment damage may result.* laser cauterizationoperation manual_ using endotherapy accessories_ laser cauterizationwarning:to avoid patient injury, burns, bleeding, perforation and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image.*apc probeoperation manual_ using endotherapy accessories_ argon plasma coagulation (apc)warning:make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end. The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image.olympus will continue to monitor field performance for this device.